Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the coil was found at 2.3cm from the connector pin. This fracture is consistent with the observation from the field of oversensing.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced.